Event description:
It was reported to philips that the unit failed to boot due to no power to the ts module on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective power supply and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).